Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis could not be completed. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of the patient¿s death was unknown. Peritoneal dialysis therapies were ongoing until the time of death; however, it was not reported if the patient was performing therapy at the time of death. It was not reported if an autopsy was performed. No additional information is available.